Manufacturer narrative:
No medical documentation and suboptimal imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of information. Based on the pre implant CT scan, product use appeared to be congruent with the IFU. Cautionary product use that might have contributed to this event included calcifications at the bifurcation and iliac arteries. Twelve months post implant, there was evidence to support: a type iii b endoleak. The secondary procedure, its technical success or the final patient disposition could not be established due to lack of information. It was reported that the patient was doing well post evar repair that included bifurcation relining, limb extension, and a non-endologix limb extension. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not identified due to the limited clinical information provided although the reported calcification at the bifurcation and iliac arteries could have contributed to a type iiib endoleak.

Event description:
It was reported that approximately 12 months post implant of a bifurcated device and a suprarenal aortic extension, the patient was seen routinely for follow up, and a computed tomography (CT) scan indicated the patient had an endoleak. The physician was not certain of the exact type of endoleak; however he has planned on bringing the patient back for a secondary intervention in (B)(6) 2015. The patient is currently not experiencing any symptoms. Additional information: secondary intervention occurred on (B)(6) 2015. The endoleak was 20-30 mm above the bifurcation in the bifurcated device. The physician corrected the endoleak by implanting a limb stent graft, an icath stent in the left iliac, and the physician relined the bifurcated device with another bifurcated device. There was no leak post angio. The patient did good during the procedure and was doing well post procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.